Manufacturer narrative:
Age at time of event: (B)(6) or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The 90% stenosed target lesion was located in the mildly tortuous mid right coronary artery (rca). After pre-dilatation was performed with 13/2.25mm non-bsc balloon catheter, a 32x2.50mm promus premier¿ stent was advanced to treat the lesion. However, severe resistance was encountered inside a 3.5 non-bsc guide catheter during advancing, therefore, the device could not be delivered and eventually, the device was stuck with the non-bsc guide wire. The promus premier¿ stent was removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues with the profile with no signs of overlapping or raised stent struts. The bumper tip of the device showed no signs of damage to the distal edge of the tip. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the profile of the hypotube shaft and the shaft polymer extrusion. No difficulties were experienced while loading or tracking the device over a guide wire. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The 90% stenosed target lesion was located in the mildly tortuous mid right coronary artery (rca). After pre-dilatation was performed with 13/2.25mm non-bsc balloon catheter, a 32x2.50mm promus premier stent was advanced to treat the lesion. However, severe resistance was encountered inside a 3.5 non-bsc guide catheter during advancing, therefore, the device could not be delivered and eventually, the device was stuck with the non-bsc guide wire. The promus premier stent was removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.